Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the right atrial (ra) lead had intermittent loss of atrial capture. No intervention performed was reported. The patient had no adverse consequences.